Event description:
It was reported that during a "tvt" procedure the needle passed easily on the right side. The surgeon then went to the left side, the first two passes of the needle perforated the bladder, the third pass did not perforate the bladder and the procedure was completed. Subsequently, in recovery, the pt developed symptoms of a large hematoma forming below the abdominal incision on the left side. The surgeon brought the pt back into surgery and performed a laparotomy. The bleeding was controlled but could not be stopped. A vascular surgeon was called to assist. The vascular surgeon isolated the source of the bleeding and tied off the external iliac vein itself. The pt required 7 units of blood transfused. The pt is currently stable and making a good recovery.